Event description:
Additional information was received that during the valve implant, a procedural delay of 6 mins was reported as a new valve was loaded.

Manufacturer narrative:
Updated data: b5 d9 continuation of d10: product ID d-evolutfx-34 (lot: 0012526064); product type: 0195-heart valves; implant date ; explant date e1 e3 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in two bio bags, still in its original packaging, and was fully submerged in an unknown cloudy solution. The valve was discolored, showing evidence of blood contact. Leaflets 2 and 3 were partially open with leaflet 1 in the closed position. All leaflets showed evidence of desiccation, resulting in the leaflets being stiff but slightly flexible. Although desiccation was observed, all leaflets were intact. All commissures were intact. There were no signs of damage, such as kinks or bends to the frame. Due to the receipt condition, a detailed analysis could not be performed to simulate the infold. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx-34 valve was positioned too high on the non-coronary cusp side of the aortic valve during deployment in a transcatheter heart valve procedure. During attempted recapture to reposition the valve, the base of the non-coronary cusp (ncc) side of the valve infolded. The infolded valve was fully recaptured and removed. A new valve was then implanted successfully with no issues. It was reported that the patient anatomy and procedural complexity contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.